Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the system with the hospital biomed and confirmed the reported issue. Service will be performed by hospital employee or contractor. A ge healthcare service representative performed a checkout of the system with the hospital biomed remotely. The customer will calibrate or replace the flow sensor.

Event description:
The hospital reported a loss of mechanical ventilation. There was no report of patient injury.